Event description:
I had the essure device implanted in (B)(6) 2015 and around (B)(6) 2016 I started having severe lower back pain and abdominal pain. I developed cysts on my ovaries and had my first abnormal pap. The pain is debilitating and I have missed months of work with no pay. I had x-rays and a MRI as well as multiple vaginal exams. I had the hsg test to confirm the coils were in place and was told everything is fine. I saw back pain specialist and endured physical therapy. The pain had gotten so bad I am now 2 days away from a hysterectomy. I am (B)(6) and the past 7 months have been the worst of my life. I have missed so much work and haven't been paid for it yet. I see dr after dr for relief each time paying copay and emergency room fees. This essure product should never be suggested or even thought about being put inside a woman. It needs to be taken off the market permanently and the women who have suffered compensated for what they have endured and lot. I don't think I can put a price on my uterus but I can't any way because it needs to be removed now.